Event description:
Caller reported an issue with the incorrect time shown on their pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to update the pump's time and was advised to monitor the device for any future discrepancies.